Event description:
It was reported that the patient presented in clinic for an unrelated reason. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited failure to capture. Upon further interrogation, it was noted that the (rv) lead exhibited high capture threshold and high impedance. The rv lead was reprogrammed. The patient was in stable condition.